Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient "cannot change the channel" which was clarified to mean that the patient could not increase amplitude. The caller reported that the patient was seeing the upper limit screen on the patient programmer (pp) when trying to increase past 2.1. The caller was advised that the patient's healthcare provider (hcp) may have set an amplitude limit that may need to be adjusted at the hcp's office. The patient was advised to follow-up with their hcp and then in a later call the patient stated that they were going to the bathroom every hour or two and so they increased stimulation from 2.0 to 2.2, but this was uncomfortable. The patient was assisted with lowering stimulation to 2.1 where the patient confirmed that stimulation was comfortable. The patient was advised to follow-up with their hcp for further advice on symptom control. The patient confirmed that the increased frequency had started this week. In a third call the patient reported that they were on program 3 and stimulation was uncomfortable and was assisted with decreasing stimulation to comfortable levels. The patient stated that their hcp had not talked to them about when to change programs. Additionally the patient reported that they were going to the bathroom every 1/2 hour to hour. The patient confirmed that this was a sudden change in therapy in that they were able to pinpoint a date. In a final follow-up call the patient reported the same symptoms and was assisted with changing to program 1 and decreasing stimulation to a comfortable level. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient had never had relief from their device. Their symptoms had not subsided. Patient felt stimulation in the left leg and inner thigh, not in their bicycle seat area. The caller stated they had tried all electrodes. Caller stated impedances had been checked and 0 <(>&<)>2 and 0<(>&<)>3 were >4000. It was reported that attempts to reprogram the patient had been unsuccessful. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from a consumer (con). It was reported that a manufacturer representative (rep) helped the patient change the programs. It was noted that it was temporarily resolved.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the cause of the high impedances was not determined. To resolve it, they set the stimulator to avoid 02 and 03.